Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a captivator small hexagonal snare was used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, during preparation, the device was tested outside the patient and when the loop was extended from the sheath, it was noted that the loop was detached at one end and came out of the sheath straight. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4) for the reported event of loop wire detached. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.